Manufacturer narrative:
Our product evaluation laboratory received one model d97130f5 catheter with a monoject limited volume syringe. The proximal circuit was found to be open. Cut down on the catheter body found the proximal lead wire was broken at approximately 4cm proximal of the distal tip. Some insulation was present on the lead wire at the location of the damage. The distal electrode circuit was found to be continuous. The catheter body was found to be in good condition. The balloon inflated clear and concentric and did not leak. The customer report of catheter "failed" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4)

Event description:
It was reported that when hooked up prior to use, two swan-ganz catheters failed to capture at any point despite re-positioning and changing the cables. A catheter from a different lot was obtained and then the problem was solved. There was no patent injury. Patient demographics were requested but cannot be provided by the customer.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.